Event description:
It was reported that the patient changed a cartridge. Then, the pump was checked and realized that the cartridge was still about 90%full. Patient restarted her infusion at her maintenance dose rate of 0.028 ml/hr (37 nkm) and went to bed. Patient woke up this morning feeling terrible. Patient noted that se was previously told by medic if something like this occurred, should reduce the infusion rate by half and increase by 0.002 ml/hr every day as tolerated until she gets back up to her maintenance dose. Patient also had not changed her cartridge after 72 hours because she thought if pump wasn't running she wouldn't have to.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.